Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision right total knee replacement: exchange of insert and patella resurfacing: (B)(6) hospital ((B)(6)), (B)(6) 2019. The patient underwent bilateral total knee replacements on (B)(6) 2008. Presented to the surgeon with right-sided knee pain and a 'feeling of the knee giving way'. Prosthesis in-situ, pfc cr femur with mbt duofix tray and curved rp insert. Surgeon performed debridement, insert exchange and patella resurfacing on the right knee. The insert was upsized from a 10mm to a 12.5 mm. Removed insert showed signs of posterior medial wear. No delay in the surgery, no ae reported. Female patient ur: (B)(6). Related product: 1 x pfc cr femur right, still implanted. 1 x mbt duofix tibial tray size 4, still implanted.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.